Event description:
The safety device on the bd vacutainer eclipse blood collection needle did not work properly. The safety device popped off and the employee was stuck while trying to activate the device. This is the third incident involving this type of device, and there have been many "near misses". The cover of the device flips up, but does not completely cover the needle, or else it slips to the left or right of the needle. Additionally, the caps have been known to break off. The manufacturer's response when they were notified of this failure was that there are a number of reasons which could affect the shield popping-off on the bd eclipse blood collection needle. In many instances, there are combinations of factors at work, which may include issues with manufacturing, storage, and/or handling. It is difficult to rule out any of these when dealing with the shield on the eclipse needles.